Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with episodes of post-paced t-wave oversensing. Recommended programming changes were made. Dft and further actions will be discussed with the physician. The patient did not experience any symptoms.